Event description:
It was reported that during a laparoscopic colon procedure, after the surgeon applied the first clip on the artery, it spontaneously moved and showed an incorrect closure. Also when user pushed the trigger again, several clips were fired and not only one. The surgeon used a new clip applier to carry out this operation. No adverse patient consequences.

Manufacturer narrative:
Date sent: 03/27/2009. The device was not returned for analysis. However, there was a packing lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.